Manufacturer narrative:
This report is being submitted as part of a batch submission of complaints deemed reportable following record correction and remediation efforts.

Event description:
The device was returned to a third-party service center as part of the voluntary field safety notice/recall related to sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. Upon evaluation, visual inspection showed no signs of foam degradation. The device powered on successfully, airflow was verified, and log review revealed no error codes. The service center concluded that the customer¿s allegation was not confirmed, no foam degradation was observed, and the unit was scrapped.